Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The initial procedure occurred in 2005. The physician placed a taxus express2 2.5x12mm drug eluting stent to the right coronary artery (rca). The patient had bleeding in his legs and stopped taking plavix at an unknown date. In 2007, the patient presented with chest pain. The thrombosis was treated with a maverick 3.0x20mm balloon. No patient complications were reported. Patient status post procedure is noted as "good." Additional information regarding this event has been requested.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.